Event description:
The report by the doctor states "I had 2 recently (one last week (9-11) and one the week before) that both did the same thing. The first clip would deploy but I could feel resistance in the handle. After the 1st clip, it just jammed and would not work further. We did notice a small metal tab on the top of the applicator (where the clips are seated) that seemed to be popped out of place. The tech noticed this on the 2nd time but I do not know if that was the same case on the one the week before. Last time I had any issues, I was told to clear 3 (as they are loaded in groups of 3) and it should work again. This usually works, but it did not this time (I tried multiple times). I do not know that anything else needs to be done right know (other than what you are already doing). Overall, I am happy with the weck applicator. I just thought it was odd that I had 2 in a row that did the same thing.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1900223 was manufactured on 02/11/2019 a total of 288 pieces. Lot was released on 02/19/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed and it was observed that the first clip was out of position in the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The next clip was out of position in the channel. The sample was disassembled to inspect the internal components. A piece of the yoke was stuck on the feeder spring. The tab on the proximal end of the feeder was bent. The clips were out of position and stacking on one another in the channel. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The damage to the feeder and the material from the yoke getting stuck on the feeder spring are indications that the feeder spring bound up internally in the yoke which shortened the overall stroke of the feeder. This prevented the clips from being able to properly load as they were unable to advance all the way forward in the jaws. The feeder spring binding up in the yoke also caused the clip stack. The feeder spring binding up in the yoke prevented the clips from loading properly into the jaws. It could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The feeder spring binding up in the yoke prevented the clips from loading properly into the jaws. It could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues. The reported complaint of "clips jamming" was confirmed based upon the sample received. One sample was returned with its trigger partially engaged. After the trigger cycle was completed, the first clip was out of position in the channel. Upon functional inspection, the first clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The next clip was out of position in the channel. The sample was disassembled and there were indications of the feeder spring binding up in the yoke. This shortened the overall stroke of the feeder and prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report by the doctor states "I had 2 recently (one last week (9-11) and one the week before) that both did the same thing. The first clip would deploy but I could feel resistance in the handle. After the 1st clip, it just jammed and would not work further. We did notice a small metal tab on the top of the applicator (where the clips are seated) that seemed to be popped out of place. The tech noticed this on the 2nd time but I do not know if that was the same case on the one the week before. Last time I had any issues, I was told to clear 3 (as they are loaded in groups of 3) and it should work again. This usually works, but it did not this time (I tried multiple times). I do not know that anything else needs to be done right know (other than what you are already doing). Overall, I am happy with the wreck applicator. I just thought it was odd that I had 2 in a row that did the same thing.